Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end is bent, and exhibits signs of slight melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a bph procedure at 1,000 joules and 1 minute of use, the fiber was observed to be malfunctioning. The fiber was replaced and the procedure was completed with another fiber. Patient outcome: "stable" reported. There was no injury to the patient reported.